Event description:
The tffb was placed in a male pt infra-renal with no difficulty. Black trigger wire was released easily and when pin vise was turned 1-2 turns, the metal cannula with pink hub was pushed upwards to release top cap. As this situation happened, the top cap was not moving upward. After attempting several times, nothing was happening. Physician was instructed to finish deployment of last 2 stent on ipsi side of device and then to remove white trigger wire, then to unlock pin vise and move grey dilator upwards in main body of graft to give added rigidity. After attempts to bring down the top cap and then move up top cap, the top cap commenced to move upward maybe some 10-15 mm, after repeating this top cap was moving more. The graft was then positioned infra renal and top cap deployed 5 mm below renals. The rest of procedure was then performed with clinical success. There was no endoleak and no other device used. The pt is doing fine and all was resolved without catastrophic event.

Manufacturer narrative:
The development of the zenith device followed and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. Additionally, for this part of the procedure (advancing the top cap), the IFU recommends to use an les wire (lunderquist) for extra support. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques if this failure mode is to occur. There are controls in place for the soldering process ensuring the barbs, on the top stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The appropriate individuals were notified of this incident, and we will continue to monitor for similar reports.